Event description:
A physician attempted to use a transducer (acunav catheter), but was unable to achieve an image as a result of improper connection to the system. The event occurred during a cardiac cath procedure, however there was no adverse event to the patient.